Manufacturer narrative:
H3, h6: a medtronic representative went to the site to test the equipment. No hardware was replaced and the system performed as inte nded. Codes b01, c19, and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that during an l2-s1 posterior lateral fusion case, they sent the trajectory to l2 on the right for the first screw, but the surgeon thought it appeared deep. They took an x-ray and found that the trajectory was lateral by 5-10 millimeters (mm) and was outside of the vertebral body. The surgeon aborted the use of the robot and proceeded by free-handing the screws. There was an hour and a half delay. No impact on patient outcome.